Event description:
Pt had an electrical evoked response test applied to his hands and then feet to aid in diagnosing the cause of his headaches and neck pain. Beginning the day after the procedure the pt has experienced intermittent episodes of "little electrical charges like a tingle or mini-shock" throughout his body. He has been told by two physicians that this is "impossible" but he has had it on and off for 1 month.